Event description:
It was reported that the right atrial (ra) dislodged on two separate occasions. It was further reported that after the second dislodgement, a no capture condition occurred. In addition, minimal p-waves were observed. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The inner and outer insulation areas of the lead were extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-65, lead, implanted (B)(6) 2012. (B)(4).